Event description:
User experiencing ongoing issues with discrepant pt bicarbonate and sodium results. At least 4 pt samples were involved. The following two pt sample results were determined to be discrepant. Sample 1, initial bicarbonate result gave 31; repeat gave 23 mmol per l. Sample 2, initial sodium result gave 156; repeat gave 132 mmol per l. User stated results were not reported out nor any pts adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be misadjusted rinse water levels overflowing the cells, and readjusted/realigned rinse water levels specially cell blank water nozzle. Calibration, controls and sample precision check were run to verify analyzer performance.